Manufacturer narrative:
B3: event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-04191, 3006705815-2023-04192. It was reported that the patient's leads were showing high impedances and the patient had pain at the ipg site. Surgical intervention was undertaken and the ipg was placed deeper in the pocket and the leads were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.